Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that blood loss occurred during a patient's continuous veno-venous hemodialysis (cvvhd) treatment on a multifiltratepro machine. The patient had high fibrinogen. White stripes of fibrinogen were visually observed in the return tubing of the ci-ca cvvhd set. The patient was disconnected from tubing. The patient's blood was not returned. The patient's estimated blood loss (ebl) is approximately 200 ml. Treatment was restarted with new tubing and ci-ca dialysate. No serious injury or required medical intervention was reported. Additional information was requested however a response was not received. No samples were available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no sample was available to be returned to the manufacturer for physical evaluation. The retention samples were visually inspected for component defects, assembly failures, and to confirm conformity with the product specification. No failures were detected with the retained samples. A review of the batch production records was performed and it was confirmed that the controls resulted with conformity. The manufacturer confirmed the reported issue and traced the cause to possible inadequate product design. The production department has been informed about this issue and the cases reported with this issue are evaluated within scope of a CAPA project. Product surveillance will continue to monitor complaints of this type for adverse trends.

Event description:
It was reported to fresenius that blood loss occurred during a patient's continuous veno-venous hemodialysis (cvvhd) treatment on a multifiltratepro machine. The patient had high fibrinogen. White stripes of fibrinogen were visually observed in the return tubing of the ci-ca cvvhd set. The patient was disconnected from tubing. The patient's blood was not returned. The patient's estimated blood loss (ebl) is approximately 200 ml. Treatment was restarted with new tubing and ci-ca dialysate. No serious injury or required medical intervention was reported. Additional information was requested however a response was not received. No samples were available to be returned to the manufacturer for physical evaluation.